Event description:
A patient in for corneal edema, lens replacement surgery. During the surgery (after induction of anesthesia), a medtronic solan blade size 9 was used to cut the donor cornea. The blade was dull, tearing at the cornea. The doctor tried another blade (same size and brand, and again the blade was dull and donor cornea was ruined. The patient had to be kept under anesthesia for additional time while second donor cornea ordered and delivered. The doctor switched to blade size 8.75 medtronic solan. The blade was sharp and the surgery was completed. This is the second event of this type within the last 9 months with this brand.